Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the nasolabial folds using a cannula. During injection, the "luer lock cracked" and couldn't be used. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the nasolabial folds using a cannula. During injection, the "luer lock cracked" and couldn't be used. There were no reported injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported event of crack: "[method of use]: 1. Preparation before use 2) use of the supplied 30g 1/2" needle is recommended. 4) this is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can be therefore no longer be assured."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the nasolabial folds using a cannula. During injection, the "luer lock cracked" and couldn't be used. There were no reported injuries.